Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to tab a. Patient information. Patient information was missing originally.

Event description:
It was reported that during an attempted subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they were getting high out of range shock lead impedances measuring 150-210 ohms during the painless test. The last lead repositioning, impedances measured 120 ohms therefore, a defibrillation threshold (dft) test was performed. However it failed to convert, and it took two external shocks to convert the rhythm. The physician decided to remove the system and will implant the patient with a transvenous device in the near future. The system is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Correction to tab a. Patient information. Patient information was missing originally.

Event description:
It was reported that during an attempted subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they were getting high out of range shock lead impedances measuring 150-210 ohms during the painless test. The last lead repositioning, impedances measured 120 ohms therefore, a defibrillation threshold (dft) test was performed. However it failed to convert, and it took two external shocks to convert the rhythm. The physician decided to remove the system and will implant the patient with a transvenous device in the near future. The system is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during an attempted subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they were getting high out of range shock lead impedances measuring 150-210 ohms during the painless test. The last lead repositioning, impedances measured 120 ohms therefore, a defibrillation threshold (dft) test was performed. However it failed to convert, and it took two external shocks to convert the rhythm. The physician decided to remove the system and will implant the patient with a transvenous device in the near future. The system is expected to be returned. No adverse patient effects were reported.